Manufacturer narrative:
The water was quickly contained and cleaned up prior to the arrival of a steris technician. A steris service technician arrived on-site, inspected the unit, and confirmed that the water supply hose had split causing the leak. The technician replaced the water supply hose, tested the unit, and confirmed it to be operating according to specification. The reliance 444 washer/disinfector and water supply hose were installed at the user facility in 1993. No additional issues have been reported.

Event description:
The user facility reported a water line split on their reliance 444 washer/disinfector causing a leak. No injury, procedure delay, or cancellation occurred as a result.